Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Event description:
The product was evaluated. The performance data was reviewed finding no error related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.